Manufacturer narrative:
Per the clinic, the patient underwent treatment with intravenous (IV) antibiotics for six weeks before the explant surgery due to infection and cholesteatoma in the mastoid cavity.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to cholesteatoma and infection in mastoid cavity (non-device related). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.